Event description:
It was reported that the customer replaced the battery in the insulin pump after a month of use. The customer stated that the day after he kept receiving failed battery test alarms despite multiple battery changes. The customer's blood glucose was 163 mg/dl. Troubleshooting was done. Advised that if the failed battery test alarm was not cleared, that the alarm would recur with each new battery inserted. Advised to monitor the insulin pump. Advised that a replacement battery cap would be sent. Advised to insert a new fresh battery with the new battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.